Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: rep was not present in the case when two units of cb030 would not cut during use. Both units were complained to have space between the proximal ends of the blades and only touched at the blade tips when in the closed position. There was no patient injury. The case was completed with a third cb030. One unit of cb030 is available for return. Patient status: there was no patient injury. Type of intervention: case was completed with a third cb030.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy detailed description of event: complaint 1 of 2: #2021-002958 [MFR # 2027111-2022-00319], complaint 2 of 2: #2021-002961 [MFR # 2027111-2022-00320]. Rep was not present in the case when two units of cb030 would not cut during use. Both units were complained to have space between the proximal ends of the blades and only touched at the blade tips when in the closed position. There was no patient injury. The case was completed with a third cb030. One unit of cb030 is available for return. Patient status: there was no patient injury. Type of intervention: case was completed with a third cb030.